Event description:
It was reported to philips that the etco2 was not working. There was no patient involvement.

Event description:
It was reported to philips that the etco2 was not working. There was no patient involvement.